Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h208 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h208 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The photographs show that there is blood on the instrument deck coming from the tubing around the return pump. However, it is unclear where the leak occurred. A device history record review did not result in any related non-conformances and this lot passed all lot release testing. A material trace of the tubing used to build kit lot h208 did not find any non-conformances. The root cause of the tubing leak cannot be determined from the information provided. No further action required at this time. Investigation complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that the pump tubing organizer (pto) popped up and the return pump tubing was damaged. Approximately 1200ml of whole blood was processed at the time the leak was observed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported that the patient was in stable condition. The customer returned photographs for investigation.